Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion being treated was located in the 60-70% calcified, 75-80% stenosed left anterior descending (lad). The lesion was predilated. The physician attempted to enter the proximal portion of the lesion with the taxus express2 8.8% 2.75 x 32 mm drug eluting stent when the stent appeared to become stuck and was difficult to advance. Upon retracting the delivery system back into the guide catheter, the stent would not withdraw past the distal tip of the guide. The guide catheter, guidewire, stent delivery system and introducer sheath were removed. The stent appeared "mangled" at the proximal end and was unable to be straightened out. The procedure was started again and successfully completed with another taxus stent of the same size. The pt's status is reported as fine and stable.